Manufacturer narrative:
Concomitant medical device: dtma1d1 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). A warning for noise triggered two days later. Noise could be reproduced with isometrics. The lead remains in use. No patient complications have been reported as a result of this event.